Event description:
It was reported, while implanting a 19 mm valve (medwatch 2648612-2007-00042), the surgeon was not satisfied with the position of a leaflet and attempted to rotate the valve when a leaflet broke. He then tried to implant a smaller 17 mm valve with the same result. He then implanted another sjm 17 mm valve (model 17ahpj-505). The patient was reported to be in stable condition following the procedure, however, it was reported bypass time was increased.